Manufacturer narrative:
H10: a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was a separation between the female connector and main body of the minicap transfer set. The event was further described as ¿the dark blue threaded piece of the transfer set detached from the transfer set and remained attached to the patient line of the cassette." This was observed while disconnecting from peritoneal dialysis (pd) therapy. The transfer set had been in use for two days. There was no report of patient injury or medical intervention associated with this event. No additional information is available.